Event description:
"Female, (B)(6), operation (B)(6) 2016 (resection ¿ tea with direct anastomosis for symptomatic stenosis) admission with putride secretion from lower wound edge (B)(6) 2017 (leucocytes 5,4, crp 1,29) surgical exploration: (B)(6) 2017. In my opinion this is not a problem of bacterial infection but some kind of 'foreign body rejection' or whatever you want to name it ¿" via doctor's notes. Product: bg3502-5-g.

Manufacturer narrative:
Multiple attempts were made to obtain the lot number of the device; however, all attempts were unsuccessful. A review was performed with the available information. On (B)(6) 2016 a (B)(6) female underwent a tea (thrombo endarterectomy) with direct anastomosis for symptomatic stenosis. The patient was readmitted on (B)(6) 2017 with putrid secretion from lower wound edge, leucocytes 5.4k crp 1.29. The doctor stated, ¿in my opinion this is not a problem of bacterial infection but some kind of ¿foreign body rejection¿ or whatever you want to name it.¿ foreign body reactions have been reported in the literature with the use of bioglue. Coselli et al. Found 2.6% of bioglue patients developed inflammatory, immune systemic allergic reaction (coselli 2003). The instructions for use list inflammatory and immune response as possible adverse incidents. The reported laboratory results of total leucocyte count of 5.4k and crp 1.29 are not suggestive of a systemic infection. Furthermore, because bioglue undergoes a validated terminal sterilization process it is unlikely an infection would be related to the product. The reported event is consistent with a foreign body inflammatory response to bioglue. Such responses are not unexpected and adequate precautions and warnings are provided in the IFU. No further action required. The instructions for use (IFU) state: ¿bioglue is not for patients with known sensitivity to materials of bovine origin.¿ "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals.¿ no action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. The root cause of the reported event is unknown; however, as bioglue is terminally sterilized through a validated process it is unlikely that bioglue contributed to the reported infections. Also, cryolife is unaware of any publication which show a statistically increased risk of infection when bioglue is used. The IFU adequately communicates risk.

Event description:
"Female, (B)(6), operation (B)(6) 2016 (resection ¿ tea with direct anastomosis for symptomatic stenosis) admission with putride secretion from lower wound edge (B)(6) 2017 (leucocytes 5,4, crp 1,29) surgical exploration: (B)(6) 2017. In my opinion this is not a problem of bacterial infection but some kind of 'foreign body rejection' or whatever you want to name it ¿" via doctor's notes. Product: bg3502-5-g.